Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported that on tuesday, they attended a basic evaluation surgeries. In the first case, they noticed the faint laser marking and held back the lead. A separate lead from a 306006 pak was used. However they did not really see a difference. The difference in the visibility of these markings from the other reported cases was much more clearly. Rep needed to hold back this separate lead as well due to a damaged lead tip (elongated lead and not able to insert into the foramen needle). The markings on a third lead were subjectively better. Rep would like to return both be-leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported it was unclear when the damage occurred. The lead was taken out of the plastic tube and was handed out to the surgeon. When the surgeon intended to take the lead in their hands, the lead tip was stuck to the drapes. It was unclear if a potential damage of the lead led to being stuck in the drapes, or if the fact that the tip got stuck in the drapes led to elongating the lead. The damage was observed as the surgeon tried to insert the lead into the foramen needle. This did not work because the lead tip was not stiff as it was elongated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 309201 (lot: 60522624); product type: 0215-screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the laser marking is very faint and not clearly visible. In comparison to a separate basic evaluation (be) lead, the markings are almost invisible. A replacement be lead was used. Unfortunately, this lead was damaged at the tip and could not be used. The wire of the lead was elongated and got stuck in the drapes.

Manufacturer narrative:
Product analysis (B)(4) : analysis identified that the distal end of the lead was stretched. Analysis identified that the electrodes were pulled out/off of the distal end of the lead. Continuation of d10: product ID 309201; lot# 60522624 ; explanted: product type screening device; product ID neu_stylet_acc; explanted: product type accessory; product ID neu_stylet_acc; explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.